Manufacturer narrative:
Complaint conclusion: as reported, the procedural sheath introducer was removed and the 5f mynxgrip vascular closure device (vcd) shuttle was attached to the handle. When attempting to advance down the vcd advancer tube, the vcd was completely removed from the vessel with the balloon still inflated. Manual compression was administered for 30 minutes and patient was monitored in postop. No hematoma or swelling present. Distal pulses and femoral pulse described as equal to the start of the procedure. The vcd was being used in conjunction with a 5f procedural sheath introducer following an interventional peripheral procedure for femoral arterial closure. The product was stored according to labeling. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The femoral artery and angle were verified using angiography. There was no vessel tortuosity present. The access site stick location was at the low level. The patient¿s vessel was noted to be 9 mm in size. During deployment of the vcd, the user shuttled down completely. No significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended. No antibiotics were given. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was observed on the catheter, covering the shuttle¿s distal end. The advancer tube was near the balloon proximal tip and the sealant was stuck to the catheter atraumatic wire. It was noted that the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. The balloon¿s od was verified, the balloon¿s inflation/deflation time and inflation indicator pressure release specifications were also verified and noted to be within the specification. A device history record (DHR) review of lot f1634801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information available for review and the condition of the returned device, the cause of the reported failure may have been attributed to too much tension applied to the device during the procedure as evidenced by the severely inverted distal tip of the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step, it can cause the balloon to be pulled through the arteriotomy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the procedural sheath introducer was removed and the 5f mynxgrip vascular closure device (vcd) shuttle was attached to the handle. When attempting to advance down the vcd advancer tube, the vcd was completely removed from the vessel with the balloon still inflated. Manual compression was administered for 30 minutes and patient was monitored in postop. No hematoma or swelling present. Distal pulses and femoral pulse described as equal to the start of the procedure. The vcd was being used in conjunction with a 5f procedural sheath introducer following an interventional peripheral procedure for femoral arterial closure. The product was stored according to labeling. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The femoral artery and angle were verified using angiography. There was no vessel tortuosity present. The access site stick location was at the low level. The patient¿s vessel was noted to be 9 mm in size. During deployment of the vcd, the user shuttled down completely. No significant resistance was felt when shuttling down. Unusual force was not applied when retracting the sheath. The patient's hospitalization was not extended. No antibiotics were given.